Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of product to examine and insufficient product information; however, polyethylene wear after approximately 18-years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised to address polyethylene wear and osteolysis of insert.